Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The root cause of the event was unable to be determined. It was reported that post aquablation therapy, the patient was admitted to the ICU for unknown reasons and subsequently died. Multiple follow-up attempts to obtain additional information from the treating surgeon have been rejected/unsuccessful. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The treating surgeon completed two (2) aquablation therapies on (B)(6) 2024. The aquabeam robotic system's treatment log files for the two aquablation therapies were reviewed, which confirmed no malfunctions occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunctions were observed during the aquablation therapies. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy on (B)(6) 2024 for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that at an unspecified time post-aquablation therapy, the patient was admitted to the intensive care unit (ICU) for unknown reasons and passed away on (B)(6) 2024. Procept has made multiple attempts to obtain additional information from the treating surgeon; however, the treating surgeon has not provided procept with any additional information.